Event description:
It was reported that an ilet device had an unresponsive, cracked screen, and replacement was determined necessary; the device was advised to no longer be water resistant, and the user was instructed to maintain backup therapy and to sync data to the mobile app prior to shut down. Investigation included a review of complaint details and arrangements for device return for evaluation. Further investigation of this case revealed that functionality was compromised due to the damaged display. There was no user reported symptoms or alerts. Outcomes included a replacement device being shipped and the original device to be returned for investigation. It was concluded that, based on previously established findings for similar reports, the device experienced a screen hardware failure affecting usability, and the user was counseled on data handling and continued therapy.